Event description:
Boston scientific received information that after a normal device replacement procedure and after connecting this right ventricular lead to the new device high out of range pacing impedances were displayed. All other measurements were stable. Additional information reported noted that defibrillation testing after the implant procedure were successful and adequate sensing was confirmed. Electrocardiograms were sent to technical services for review. Analysis by technical services confirmed that the electrocardiogram strips were free of noise. In addition, technical services discussed troubleshooting and possible indication for high out of range impedances. Technical services suggested that based on the available information a device issue is not suspected. At this time the lead remains implanted, and no adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
Additional information provided noted that to avoid additional alerts due to out of range pacing impedances the physician elected to turn off the daily measurements of the pacing impedances of this right ventricular lead.